Manufacturer narrative:
The customer¿s report of broken smartsite was confirmed. Visual inspection of the set noted that the clear luer lock body that is welded to the female luer adapter was broken/cracked with the broken piece of the clear body still remaining within the fla. A whitish area on one side of the damaged clear body, indicative of stress, was observed at the break point of the damaged clear body. No additional stress markings were observed on the rest of the valve component. No functional testing was performed due to obvious damage. The probable cause of the noted damage to smartsite component has been identified to be lateral force exerted during disconnection of the smartsite valve from a mating component. The root cause was not identified.

Event description:
Customer reported the smartsite valve broke when attaching a flush syringe. The smartsite valve was replaced, no patient harm reported.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.